Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3830 implantable pacing lead (B)(6) 2009; 7120 implantable tachy lead (B)(6) 2009; d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2009. (B)(4).

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) battery did not last as long as expected. Also, that one of the leads had degraded and needed to be replaced. Follow up to determine which lead was degraded was attempted, however, there was no further information received. The device and leads remain in use. No patient complications have been reported as a result of this event.